Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of hypersensitivity is listed in the xience alpine, everolimus eluting coronary stent systems instructions for use IFU as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. However, the treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2018, a xience alpine stent was implanted in the right coronary artery (rca) without a device issue noted. Since implantation, the patient has had an allergic reaction of hives and a rash with boils all over his body. He has tried treatment with medication and has already followed up with his physicians but nothing has helped. He has another appointment to talk with the physician about this issue. No additional information was provided regarding this issue.